Event description:
It was reported that there were high impedances, resulting in using a new implantable neurostimulator (ins). It was stated that the readings on the original ins were greater than 4,000 ohms on some of the bipolars as well as the 0/1, 0/2, 0/3 electrode combinations. A new ins was used and impedance readings were still greater than 4,000 ohms on contact 0. The representative stated that "they were able to get a physical response when the lead was tested with the j hook on all contacts." One week later it was stated that the three impedances seen with the new ins were tested in the operating room and they saw a "bellows and toe" so continued and implanted the patient with the new ins. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).